Event description:
Patient was diagnosed with pneumonia, dehydration, and otitis media. The rn attempted to start an IV six times. Each time a flash would be noted, but when the rn attempted to advance catheter/flush to check for patency the IV site would infiltrate. The doctor was informed the IV could not be started. The doctor stated orders to hold IV and push fluids.